Manufacturer narrative:
The pacemaker was not returned for analysis. An infection was observed following the implantation of this biotronik pacemaker. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated severe damages at the leads proximal part as mentioned in the complaint description. At the is1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found severely deformed in this area. Based on the characteristics, it is reasonable to assume that these damages occurred due to tensile forces applied during the mentioned surgery. Further inspection showed between 21 cm and 24 cm distal to the is1 connector pin cuts in the insulation and deformations of the outer conductor coil which occurred most likely during the mentioned explantation procedure. Blood penetrated the lead.due to the damages the mechanical analysis was not properly feasible. Subsequent analysis revealed the presence of coagulated blood along the inner conductor coil of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery.the manufacturing process for this lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem and the infection was not device related.

Event description:
Ous MDR - system removed due to infection.